Event description:
Philips received a complaint on the defibrillator indicating that the device cannot turn on. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
(B)(6) a follow up report will be submitted upon completion of the investigation.

Manufacturer narrative:
The dfm100 assy processor (s/n b9621380627) was returned to philips for additional analysis. The complaint was escalated for technical complaint investigation and the results indicate that the root cause could not be determined. Therefore, this pca is classified as pca - undetermined. Based on the information available and the testing conducted, the cause of the reporter problem could not be determined. The reported problem was confirmed.